Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had several blackouts when switching to narrow band imaging (nbi). The issue was found during inspection for use of a diagnostic upper endoscopy. There were no reports of patient harm. The procedure was completed with the same device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.